Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta) clotting of sample occurred. Patients (babies) are having to needles reinserted. It was reported that the tubes were clotting. Customer states that the tubes are clotting and are rejecting during the testing. The customer is having to restick the babies multiple times due to the clotting. She also stated that the clotting started several months ago. They have samples of tubes if needed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were visually inspected for the presence of additive and all were within acceptable results. In addition, titration testing was performed for quantity of k2edta. An issue was identified between 2 dispense positions. Insufficient additive inside the tube may lead to clotting of the blood sample. Nevertheless, factors related to user handling and patient conditions can also contribute to clotting. No manufacturing issues were identified during records review. Based on the investigation, the probable cause for variation in additive quantity could be due to worn dispense system components (nozzles or pumps). Since all process inspections were found acceptable it can be inferred that the worn components appear to have produced a transient low-level dispense variation which was below the aql level resulting in tubes with varying quantity of additive.

Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta) clotting of sample occurred. Patients (babies) are having to needles reinserted. It was reported that the tubes were clotting. Customer states that the tubes are clotting and are rejecting during the testing. The customer is having to restick the babies multiple times due to the clotting. She also stated that the clotting started several months ago. They have samples of tubes if needed.